Event description:
It was reported that the adjustment screw is jammed. This nonfunctional setting screw for the hexagonal wrench was supposedly discovered through the first usage. This item is on consignment stock. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date not known. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The device was returned for inspection and the event was confirmed. There are clearly visible scratches, dents and deformations all over the clamp. This let us suppose that this device was intensely used during the procedure and that a mechanical overload caused the jamming of the adjustment screw. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective. We have to assume that a mechanical overload caused the jamming of the adjustment screw. The device failure is related to the conditions of use and operational context contributed to this event.